Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the complaint file has been completed. The additional information includes device evaluation information. The information will be assessed upon closure of the investigation.

Event description:
It was reported that during inspection for use, the high-definition liquid crystal display monitor had no image. There were no reports of patient involvement.